Event description:
The customer reported that the system was arcing and the left monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased. The x-ray tube was calibrated during the service call.